Event description:
It was reported that while connected to a pt, high respiratory and low volumes alarms were generated. The pt was bagged with 100% oxygen. There was no pt harm. Four pre-use checks were performed after the reported event and all failed the internal leakage test. (B)(4). Ref MFR report #8010042-2013-00142.